Manufacturer narrative:
(B)(4). Report source-foreign belgium. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that aseptic battery housing opened during surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: DHR review was performed. Device was 09 months old and is not out of box failure. Upon receipt, the device had a locking issue with lid opened during use. The product was not repaired, it has been exchanged by a new one. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.